Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The manufacturer representative reported that the patient had a lead migration and was not getting therapeutic coverage in the needed area. It was reported that the lead moved post implant. A reprogramming was unsuccessful and x-ray confirmed that the lead was not in the correct location. The patient was taken to the operating room and new lead was placed in the correct location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.